Event description:
It was reported the patient is experiencing pain at the ipg pocket site subsequent to weight loss. The ipg was explanted and replaced with a smaller mode. Follow-up determined the patient has effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.